Manufacturer narrative:
A complaint history review was unable to be performed as no batch/lot number was provided. A device history review was unable to be performed as no batch/lot number was provided. Retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked. The patient was admitted to the hospital at 16:10 on february 7 due to pressure sores. He has a history of diabetes. On the morning of april 10, at 8:35, the patient was given an infusion and the indwelling needle was punctured. After the successful puncture, it was discovered that there was leakage from the u-shaped tubing of the indwelling needle. After explaining the situation to the patient's family, the indwelling needle was immediately removed and the puncture was repeated.